Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, after the 9th pulse the sologrip iii handpiece started becoming "erratic." The sound created by the handpiece began to sound very strange, the handpiece got hot, and it started smoking. There was no impact to the patient; the surgeon opened up a new handpiece and completed the procedure.

Event description:
According to the report, after the 9th pulse the sologrip iii handpiece started becoming "erratic." The sound created by the handpiece began to sound very strange, the handpiece got hot, and it started smoking. There was no impact to the patient; the surgeon opened up a new handpiece and completed the procedure.

Manufacturer narrative:
According to the report, after the 9th pulse the sologrip iii handpiece started becoming "erratic." The sound created by the handpiece began to sound very strange, the handpiece got hot, and it started smoking. There was no impact to the patient; the surgeon opened up a new handpiece and completed the procedure. A review of manufacturing records was performed for this device. The batch record was complete, accurate, and fully approved. The handpiece was visually inspected for damage. The first thing noted was that the multifilament fiber was completely separated from the handpiece and the plastic sheath around the multifilament fiber was missing. For this reason, the handpiece was unable to be tested with the hene laser. The ends of the multifilament fiber appeared burned. The handpiece was inspected and charring was visible from inside the thumbslide window. The handpiece was opened for further evaluation. Charring was visible on the interior of the plastic where the fibers had separated. The observed damage is indicative of user mishandling. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is mostly likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within the handpiece. When the laser is pulsed, extreme heat is produced resulting in the charring of the fiber and breakage of the fiber bundle. As for the strange sounds reported in the complaint, they likely were the sounds of the fibers breaking within the handpiece.